Event description:
Customer reported receiving a reading of "hi" from their freestyle meter and self administered with insulin accordingly. Customer reported loss of consciousness afterward. Customer's parents called the emt and they obtained a reading of 24 mg/dl from their hcp meter. Customer was then transported to hosp where he was diagnosed with severe hypoglycemia and being treated with IV glucose and food.

Manufacturer narrative:
This is an initial report. The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available. Note: a blood glucose reading above 500 mg/dl will give a reading of "hi" in the freestyle meter.